Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated potassium results generated on the architect c16000 processing module for one patient sample. The initial potassium result was 6.8 mmol/l. The original tube was retested and generated a potassium result of 4.3 mmol/l. The approximate reference (normal) range: 3.5 to 5.1 mmol/l. There was no impact to patient management reported.

Event description:
The customer reported falsely elevated potassium results generated on the architect c16000 processing module for one patient sample. The initial potassium result was 6.8 mmol/l. The original tube was retested and generated a potassium result of 4.3 mmol/l. The approximate reference (normal) range: 3.5 to 5.1 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
To resolve the issue the sample probe and ict probe on the architect c16000 processing module, serial number (B)(6), were inspected and cleaned. Issue resolution was verified with a passing potassium precision test. No additional discrepant potassium result issues have been reported since the parts were cleaned. The instrument service history review revealed no additional tickets associated with discrepant/erratic potassium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the sample probe or the ict probe. A review of tracking and trending did not identify any trends for the architect c16000 processing module, serial number (B)(6). A review of the manufacturing documentation did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for the architect c16000 processing module, serial number (B)(6) or the sample probe or the ict probe were identified. Updated d10 - concomitant product: added ict probe,09d63-04 and sample probe,01g48-04.